Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04841. It was reported that the patient was experiencing discomfort at the battery site and that the patient lead had migrated, and thus experiencing ineffective therapy. Surgical intervention took place where the system was attempted to be explanted and replaced, during surgery a lead could not be placed due to scar tissue. Therefore, the system was just explanted. The patient currently has nothing implanted. Surgical intervention may take place at a future date to address the issue.